Manufacturer narrative:
Balt USA reference: # (B)(4). Conclusion of investigation pending analysis from legal manufacturer, balt extrusion. This reported complaint concerns a balt extrusion device. As legal manufacturer, balt extrusion is responsible for the all post-market activities including the investigation, root cause, and customer follow-up related to this complaint. Balt USA commercializes a similar device in the us market which is also manufactured by balt extrusion, and has initiated this complaint for the sole purposes of evaluation for potential reportability under united states MDR requirements. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Event description:
It was reported that: "breakage of the tip of the magic 1.2f microcatheter (registration 81936210011 / lot 00552439) was observed during microcatheterization of intracranial vessels. Fortunately, the broken fragment was removed from the patient through the guide catheter used." Incident report form submitted for this complaint indicates that no patient injury was sustained.

Manufacturer narrative:
Balt USA reference: # (B)(4). The product analysis was completed by legal manufacturer, balt extrusion. Summary as follows: the affected device (magic1,2f) was returned and was inspected in our quality laboratory. During our analysis, we observed the following points: the magic catheter has sent in its secondary packaging without the distal ring. The magic catheter has no visible defects on tube, but we can observe some damages on the hydrophilic coating. The distal ring is missing on the catheter. However, we can observe the print of the distal ring, demonstrating that it was well initially crimped on the tube. Each part of the tube had been measured and the longer is conform at technical specifications. The internal lumen of the catheter is occluded by crystalized liquid. Additional analysis on the incident description you filled, the post-market surveillance (pms) data, and the internal investigations (lot history record, quality controls, etc.) Have been conducted. Moreover, during the manufacturing process, several tests are performed: the position of the ring(s) is 100% controlled. The aspect of the bonding is 100% controlled. The free passage of the caliber through the ring is 100% controlled. The appearance of the ring bonding is 100% controlled. The lot history record did not highlight any anomaly during the manufacturing of the product. Based on the above data, we could build the following hypotheses: the ring detachment could be due to an improper device handling during its removal from the dispenser hoop or the preparation that could weak the ring gluing strength. As mentioned in the ifus: "purge the dispenser with saline solution by connecting the syringe to the 90° bent hub. Remove the micro-catheter from its dispenser tube by gently pulling". The observation of the damaged coating could lead to this hypothesis, but it cannot be confirmed since we have not received information about the preparation of the catheter. The ring detachment could be due to an inappropriate gluing of the ring. However, as the ring was not returned, we could not analyze it to confirm the hypothesis. Moreover, the results of the tests performed on the ring during the manufacturing process complied to the specifications, so this hypothesis remain unlikely. Unfortunately, we lack information to draw a solid conclusion on the root cause of the incident. This reported complaint concerns a balt extrusion device. As legal manufacturer, balt extrusion is responsible for the all post-market activities including the investigation, root cause, and customer follow-up related to this complaint. Balt USA commercializes a similar device in the us market which is also manufactured by balt extrusion, and has initiated this complaint for the sole purposes of evaluation for potential reportability under united states MDR requirements. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Event description:
It was reported that: "breakage of the tip of the magic 1.2f microcatheter (registration 81936210011 / lot 00552439) was observed during microcatheterization of intracranial vessels. Fortunately, the broken fragment was removed from the patient through the guide catheter used.". Incident report form submitted for this complaint indicates that no patient injury was sustained.